Event description:
Boston scientific received information that following the implantation of this right ventricular defibrillation lead, the patient had a pleural effusion. No other adverse patient effects were reported.

Manufacturer narrative:
No corrective therapies were needed and this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.